Manufacturer narrative:
A review of architect (B)(4) instrument service history, identified no contributing factors to this complaint. A review of the architect c4000 platform found all erratic results were below the upper control limit. A review of historical data for the architect c4000 with this complaint revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for architect c4000, serial number (B)(4). Section a1 patient identifier sids: no sid provided for the 1st patient, 2nd patient = (B)(6). Additional patient added to section b5.

Event description:
The customer reported a falsely decreased sodium result generated on an architect c4000 analyzer on two patients. Results provided: (B)(6) 2021 initial = 100 / 142, another architect = 142 mmol/l sid (B)(4) = 114 / 141 mmol/l. Normal range: 137-146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated on an architect c4000 analyzer on a patient. Results provided: initial = 100 / 142, another architect = 142 mmol/l. Normal range: 137-146 mmol/l. No impact to patient management was reported.